Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the a malfunction alarm occurred. Reportedly, the customer went swimming with the pump. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy, as the customer does not have diabetes. The customer had been using the pump for adrenal gland deficiency. Reportedly, the customer continued using the pump for pump therapy.